Event description:
It was reported that the device could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Loss of telemetry was confirmed in the laboratory and was due to a depleted battery. No device anomaly was found throughout testing. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the depleted battery and loss of communication.